Manufacturer narrative:
The insulin pump was received with missing segment due to lcd cracked zebra connector. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer reported lines going through the insulin pump's screen. Customer was unable to read the insulin pump as a result. The customer's blood glucose was unknown. Customer stated the insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.